Event description:
It was reported that the system displayed a fast stop switch activated error message and both of the system's fast stop switches were broken, which prevented the system from performing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the fast stop switches. The sys operates as intended.